Event description:
It was reported that the pt experienced a shocking sensation and pain where she had been using a/d ointment to treat her irritated skin in her genital area. This started to occur 2 days after implant. The pt was at home. Further information is being requested from the hcp.